Event description:
Device 1 of 2 : reference MFR. Report# 3006705815-2018-01906 . Additional information received, identified the patient has effective therapy.

Event description:
Device 1 of 2 : reference MFR. Report# 3006705815-2018-01906. Additional information received, identified the patient was experiencing pain located at the ipg pocket site. In turn, the patient received injections. Reportedly, the patient underwent surgical intervention (B)(6) 2018 wherein the physician was unable to reposition the leads (reference MFR. Report#3006705815-2018-02691, 3006705815-2018-02692).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01906. It was reported the patient experienced lead migration (confirmed via x-rays). Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01906. Follow-up identified surgical intervention was scheduled to replace the leads; however, due to a suspected infection, the physician explanted the entire system.